Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an electrical safety test failure had occurred. The unit was sent to bench repair. At bench repair, the bench service engineer (bse) was able to replicate the reported issue and confirmed the reported issue. The bse replaced the power cord to resolve the reported issue. The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction, as the device did not meet all required specifications during verification testing and an internal device failure was identified. The reported issue of an electrical safety test failure could be reproduced during service evaluation/testing. The cause of the malfunction was due to a faulty power cord.

Manufacturer narrative:
E1: (B)(6).